Manufacturer narrative:
(B)(6). Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes of the device was torn and stretched next to the connector circuit end. Conclusion: due to the subject device not being returned for evaluation, the exact cause of the reported event could not be determined. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the tubing of a bc191-05 flexitrunk nasal tubing was torn before being used on a patient. The subject device was replaced. There was no reported patient involvement.